Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia and then they passed out. Customer's blood glucose level was 77 mg/dl and treating with glucose and current blood glucose level was 220 mg/dl. Customer reported that the blood glucose required message from the auto mode readiness screen. Customer reported that the auto mode shield was displayed on the home screen and the auto mode shield was blue. The device will not be returned for analysis.